Manufacturer narrative:
The user was not able to return samples for evaluation, but vygon will perform a thorough investigation on the lot history. A follow-up report will be sent within thirty days of completion of the investigation.

Event description:
When de-accessing patient's pac, huber needle safety feature broke in two pieces.